Event description:
It was reported that the cassette would not attach properly to the unit. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. Visual evaluation found cracked battery compartment, downstream occlusion (dso) sensor seal bubbled, upstream occlusion (uso) sensor seal worn, and scratched lens. Event history showed downstream occlusion alarm. Functional testing was performed and complaint that cassette will not attach properly was not duplicated. There was no problem found. Replaced the dso sensor due to event history logs. The device passed all functional tests after the repair.